Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the system was not working for the patient and it was explanted. There was no malfunction reported but ¿the joules required for overactive bladder suppression was greater than the patient¿s tolerance for the impulses¿. The hcp reported that multiple ¿wave/joules¿ were used on a weekly basis before explant. The hcp reported it was explanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.